Event description:
Second site adjustable hub fastener on pressure injectable arrowguard quad lumen cvc kit cracked. Md unable to suture cvc catheter on both sides of the fastener. Cvc kit was pulled from crash cart. Expiration 2025-09-19. Reference: ask-45854-pupm1, lot # 33f24a1417.